Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the compression sleeve was missing from the connector was confirmed, and the cause appeared to be associated with use of the device. The distal connector from a groshong 4fr nxt PICC was returned for investigation. No other components from the groshong PICC kit were returned with the connector. A microscopic examination revealed that the blue compression sleeve was missing from within the distal connector. Scratches were observed within the bore of the distal connector, which indicates that the compression was manually pushed from the connector. The external surface of the connector exhibited material deformation from being compressed with grasping instruments. Due to the deformation in the material, it appeared that the distal connector was manipulated during use. A review of the manufacturing records revealed no evidence that the complaint was caused by the manufacturing process. A lot history review (lhr) of recn0677 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was no adequate connection of the repair, it was observed the absence of a part of the repair that performs this mechanism. The customer said: "when the passage of the catheter is completed, the introduction of the device is performed by the joining of the portion x connectors, at the time, in doing the salinization to test flow x reflux the catheter released itself. When analyzing the portion, it was found the absence of the blue part that makes the pressure inside the device."

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn0677 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was no adequate connection of the repair, it was observed the absence of a part of the repair that performs this mechanism. The customer said: "when the passage of the catheter is completed, the introduction of the device is performed by the joining of the portion x connectors, at the time, in doing the salinization to test flow x reflux the catheter released itself. When analyzing the portion, it was found the absence of the blue part that makes the pressure inside the device."